Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14013. It was reported, the patient is experiencing pain at her ipg and lead sites after suffering a fall down the stairs. Follow up information identified an sjm representative met with the patient and reprogramming was unable to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.